Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2017. (B)(6). (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a clearlink secondary medication set. The is event occurred while the patient was connected for infusion. The nurse setup a cefoxitin dose in the evening, and the following morning it was discovered the medication had not infused to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.